Manufacturer narrative:
(B)(4). The customer informed the covidien technical support engineer (tse) that the initial report was not able to be duplicated, the customer to run the ventilator on a test lung and notify covidien should additional issues arise. Covidien was not authorized to service the ventilator.

Event description:
Report received that, during patient use, the display graphic user interface (gui) inop indicator light on the 840 ventilator was not fully illuminated. The ventilator continued to ventilate the patient. As a precautionary measure, the patient was transferred to a second ventilator. No harm to the patient as a result of the event.